Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:the top of the battery cap was confirmed to be damaged. The cap was able to fully tighten on to a test pump. No power loss occurred. The battery cap threads were intact and the cap dimensions were found to be in specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the battery cap could not be removed from the pump and the coin slot of the cap was stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.